Event description:
It was reported that the ilet user experienced persistent high glucose and had been announcing multiple ¿meals¿ in close succession to address highs, which then led to subsequent hypoglycemia. Symptoms included hyperglycemia and hypoglycemia ranging from 59 mg/dl to 401 mg/dl accompanied by nausea. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided data. Investigation of this case revealed no device problem, and a usage problem was identified in which repeated meal announcements led the algorithm to interpret highs as meals and reduce correction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.